Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with interemittent power with the pump and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2014 with the following findings: unexplained pump reboot events were observed in the black box on the event date (B)(6) 2014. The battery compartment was cracked from threads to case seal. The returned battery cap had stripped threads and was unable to fully attach to the pump; pump reboot events were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump. A 24 hour duration test was completed using the new test cap. No power interruptions were duplicated during that time. No evidence of internal moisture or damage to the power circuit was observed when the pump cover was removed. Unrelated to the power issues, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.